Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and 5 shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) within several episodes. Troubleshooting options were discussed with technical services (ts). No additional adverse patient effects were reported.